Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The up arrow, down arrow and ok button keys were found to be intermittently unresponsive. The contrast key responded appropriately. The keypad was removed and there was evidence of contamination under all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.